Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly along with a header bag. No other accessory components were returned. Visual inspection revealed that the carrier tube was mated with the sheath and the deployment of the sleeve was in full rear lock position with colored bands fully exposed. The distal tip of the sheath was inspected under the microscope for the presence of the anchor. The distal tip of the sheath was found to be severed and the anchor was visible within the sheath. There were no deformation or damage noted with the anchor. No other visual anomalies were noted with the device. Functional testing was performed to examine for any obstacles that would have prevented the anchor from releasing. The deployment sleeve was manually moved into the forward lock position, and the anchor and the distal tip of the carrier tube was able to be released. Complete functional testing was not be possible since the distal tip of the sheath was returned severed. IFU states: "note: do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal¿ device will not function." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not positioned in the forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device did not deploy. The staff that attempted to deploy it, went through the proper steps for deployment. When they went to pull back on the delivery system and tamp after going through the two clicks, everything came out. The foot plate was still back in the deployment system. The patient's condition was stable. The blood loss was less than 250cc. There was no patient injury, medical/surgical intervention required. The procedure was successful. Additional information was received on 30jun2020. The procedure performed for the patient prior to use of the device was a left heart catheterization (lhc). A 6fr sheath was used. A pre-deployment angiogram was performed. Hemostasis was achieved by manual compression.